Event description:
The patient presented with occlusion of previously placed stents for tips. The viatorr device was advanced and positioned at the target site. When the physician pulled on the line, the device partially deployed and the deployment line broke. The device was pulled back to the sheath and removed. The patient was fine at the end of the procedure.

Manufacturer narrative:
A review of the manufacturing records was conducted. The review of the manufacturing records verified that the lot was processed normally and all pre-release specs were met. The investigation into this event is currently in process.